Manufacturer narrative:
H.6. Investigation summary: bd received 48 samples and 3 photos for investigation. The photos were reviewed and the embedded foreign matter (fm) was observed. Additionally, the customer samples were visually inspected and embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 27-nov-2023.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes "black" foreign matter was discovered in the tubes wall. The following information was provided by the initial reporter: customer report that there are black particle embedded in the plastic of the tube´s walls.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes "black" foreign matter was discovered in the tubes wall. The following information was provided by the initial reporter: customer report that there are black particle embedded in the plastic of the tube´s walls.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.